Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the driveline was leaking fluid.

Manufacturer narrative:
The driveline was repaired and the patient remains ongoing on the lvad. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.